Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-jul-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 with lot number 628192 for permanent birth control. After the implant procedure, consumer started experiencing severe abdominal pains as well as irregular, heavy and painful bleeding. These pains and discomfort continued for some time and increased in severity as time passed. In (B)(6) 2013, total laparoscopy hysterectomy and salpingectomy were done as definitive solution to the symptoms she experienced the past few years. Follow-up received on 12-aug-2016. (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who started experiencing severe abdominal pains after essure (fallopian tube occlusion insert) insertion for permanent birth control. Four years later, she underwent a total laparoscopy hysterectomy and salpingectomy. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pains") and menorrhagia ("heavy bleeding") in an adult female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included endocrine disorder and adenomyosis. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2009, the patient experienced dysmenorrhoea ("painful bleeding / dysmenorrhea (cramping)"). In november 2009, the patient experienced migraine ("migraine") and headache ("headaches"). In august 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In august 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, pelvic discomfort, dysmenorrhoea, vaginal haemorrhage, alopecia and dyspareunia had resolved, the migraine was resolving and the headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, pelvic discomfort and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-aug-2018: plaintiff fact sheet received. New reporter added. Event onset dates and event outcome added. New event dyspareunia (painful sexual intercourse) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pains") and menorrhagia ("heavy bleeding") in a female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included endocrine disorder and adenomyosis. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), pelvic discomfort ("discomfort") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, pelvic discomfort and headache outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menorrhagia, menstruation irregular, migraine, pelvic discomfort and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event abnormal vaginal bleeding, migraine, headaches, hair loss, essure confirmation test not done,reporters added,events outcome added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pains") and menorrhagia ("heavy bleeding") in an adult female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included endocrine disorder and adenomyosis. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes and uterine dilation and curettage. On (B)(6)2009, the patient had essure inserted. In august 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2009, the patient experienced dysmenorrhoea ("painful bleeding / dysmenorrhea (cramping)"). In november 2009, the patient experienced migraine ("migraine") and headache ("headaches"). In august 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In august 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed),cystoscopy and total laparoscopic hysterectomy,cystoscopy). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, pelvic discomfort, dysmenorrhoea, vaginal haemorrhage, migraine, headache, alopecia and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, pelvic discomfort and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information updated. Outcome of event migraine and headaches. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.